Manufacturer narrative:
The field service engineer (fse) performed high sensitivity (hs) system check and it failed for pipettor #4 with level sense issue. The fse validated the system with pipettor #4 disabled. The fse performed level sense test for the sample and reagent pipettors. The level sense test for sample pipettor was acceptable but failed the test for reagent pipettors #2 and #4. The fse replaced the probe tips and corrected alignments and ultrasonics settings; the fse noted pipettor #2 passed but #4 still failed. The fse replaced the transducer and reagent pipettor tubing on reagent pipettor #4. The fse verified alignments and ultrasonics settings, and calibrated the pressure sensor. The fse performed daily clean and noted system check passed. The fse also performed a passing carryover test and a 15-repetition precision test for each reagent pipettor. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the ultrasonic transducer, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00299.

Event description:
The customer reported erroneously low creatine kinase-mb (ck-mb) result, for one patient, involving the unicel® dxi 800 access® immunoassay system. An initial result of 0.00 ng/ml was obtained and questioned by the laboratory. The customer reanalyzed the sample, on an alternate unicel® dxi 800 instrument, and obtained a higher result of 4.6 ng/ml. The customer then retested the sample on the original instrument and obtained a result of 4.3 ng/ml. The erroneously low result was not released from the laboratory. There was no patient impact associated with this event. Quality control (qc) is performed once daily, and no qc issues were noted. The patient's sample was collected in 13x100 mm becton dickinson (bd) plasma tube. No sample integrity issues were noted. All initial sample testing is performed from the automation line (connected to the instrument). The sample was stored at room temperature prior to analysis. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.